Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 30 stapler instrument associated with this complaint and completed investigations. The instrument was found to have qty 1 unclamp failure based on log review. The instrument was installed on an in-house system with an-house reload and generated error message which confirmed that the instrument had been force locked. The same editor software was used to unlock the instrument. The instrument was then re-installed onto the in-house system and passed the initialization test. The instrument jaws opened and closed properly. The reload was then fired onto a test sheet successfully with no issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the sureform 30 stapler had an error message generated on arm2. This issue resulted in the loss of several staples. The customer completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Advance log review was performed, and additional information was obtained: logs show pn 488530-13, ln u12250506-0134, was used first, and it was installed on the system 8x and fired 8 reloads (2 white, followed by 6 blue). On installs 1-5, and 7, the first clamps were successful, and the firings were each completed with no pauses for compression. On installs 6 and 8, the first clamps were successful, and the firings were each completed with 1 pause for compression. On the final unclamping sequence, the stapler failed to unclamp at 99% completion, with parameters indicating a drivetrain failure. Logs show error code 22030 representing the failure. The instrument was then force expired by the system as a result, represented by error code 282 in the logs. The instrument was then removed and not used again in the procedure. Next, logs show pn 488530-13, ln u12250506-0137, was installed on the system 2x and fired 2 blue reloads. On each install, the first clamp was successful, and the firings were completed with no pauses for compression. On the final unclamping sequence, the stapler failed to unclamp at 99% completion, with parameters indicating a drivetrain failure. Logs show error code 22030 representing the failure. The instrument was then force expired by the system as a result, represented by error code 282 in the logs. The instrument was then removed and not used again in the procedure. Next, logs show pn 488530-13, ln u12250506-0137, was installed on the system 2x and fired 2 blue reloads. On install 1, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 2, the system failed to detect the reload color, and the user manually selected the blue reload color on the touchpad. The first clamp was successful, and the firing was completed with no pauses for compression. On the final unclamping sequence, the stapler failed to unclamp at 99% completion, with parameters indicating a drivetrain failure. Logs show error code 22030 representing the failure. The instrument was then force expired by the system as a result, represented by error code 282 in the logs. The instrument was then removed and not used again in the procedure.

Event description:
Refer to h11 for follow-up information.